Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to false empty detect and use error, the clinician inappropriately set the minimum drain volume percentage setting too low. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding a high drain 104 alarm, which occurred on the homechoice (hc) during use. The patient stated the machine was reading call pd nurse/high drain 104. The technical service representative (tsr) explained the display. The patient's therapy readings were an initial drain volume of 1ml, a total ultrafiltration of 1328ml, and an average dwell of 0:56. No other information was available. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 104 alarm. The rn stated they were aware of the alarm. The rn stated the patient has not reported any other drain volumes or symptoms that meet iipv criteria. The rn stated the patient has not reported anything out of the normal and that the patient performs a last manual drain to make sure they are completely empty. The rn stated there was no patient injury or medical intervention associated with this event. The patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.